Event description:
The drt150 model intraocular lens (iol) was implanted in the patient¿s in the patient's eye. Post-operatively the patient reported symptoms of blurry vision, halos, glare, and eye irritation, which have persisted for ten (10) months despite the use of prescribed eye drops for dry eye. These issues have affected her ability to read, drive, and work as a home health registered nurse. The suspect iol is not available for investigation as it remains implanted. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4619 ¿ blurry vision, glare, and halo attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.